Manufacturer narrative:
Complaint confirmed, the head was found to be detached from the body of the device. Investigation revealed the filet weld broke and the pins and pin holes were deformed. The most likely cause is prying and/or leveraging the device during use.

Event description:
It was reported that the device broke. The extremity dissociated from the rest of the viewfinder when it was put in place for arthroscopic acromioclavicular dysjunction intervention. Broken piece was retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully. Update 28-aug-2019: surgeon had to change surgical technique. The planned technique was arthroscopic acromio clavicular dysjunction. Because of the incident, the surgeon had to change his intervention to an open procedure.